Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery kept shutting down after 10-15 minutes. It is unknown under which circumstances this event occurred; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device :a getinge field service engineer (fse) advised customer over the phone to charge unit overnight. Then, fse went to customer's site the next day to test the batteries and they only lasted 15 minutes. Fse replaced batteries and advised customer to charge unit overnight. Unit was released to customer for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g2, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Additional customer contact phone: (B)(6).

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) battery kept shutting down after 10-15 minutes. There was no harm or injury reported.